Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - excessive force.

Event description:
It was reported that the procedure was to treat right coronary artery (rca) with heavy calcification and heavy tortuosity. The 2.75x23mm xience alpine stent delivery system (sds) was attempted to be advanced to the target lesion; however, the sds failed to cross due resistance with the anatomy. Therefore, the sds was removed from the patient. During removal the resistance was noted and force was applied and the shaft of the sds separated in 2 pieces. A snare was used to remove the separated portion of the shaft. A 2.75x18mm xience alpine sds was used to continue the procedure. There was no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. The reported difficult to remove could not be tested due to the condition of the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined; however, the subsequent unexpected medical intervention appears to be related to the operational context of the procedure. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Factors that can contribute to difficult to remove include, but are not limited to, kinks, bends, procedural technique, insufficient support, anatomical conditions, or interactions with other devices. Potential causes for a material separation include, but are not limited to, inadvertent mishandling during unpackaging, during preparation or use of the device, interaction with the anatomy and/or accessory devices. In this case, it is possible the device may have interacted with the heavily calcified, heavily tortuous lesion during advancement, as resistance was noted, causing the reported failure to advance and observed deformation due to compressive stress (kinked inner/outer member). Further interaction with the challenging anatomy during retraction of the device, as resistance was again noted, may have contributed to the reported difficult to remove, resulting in the reported material separation; however, this cannot be confirmed. A snare was used to remove the separated portion of the shaft. A 2.75 x 18mm xience alpine was used to continue the procedure. In addition, it was reported that during removal of the device, resistance was noted, and force was applied and the shaft separated into two pieces. It should be noted that the xience alpine, electronic instructions for use (eifu), states: applying excessive force to the delivery system can potentially result in loss of or damage to the stent and / or delivery system components. It is unknown if the IFU deviation(s) directly caused or contributed to the reported event. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.